Event description:
It was reported during a robotic lung navigation procedure, the tip broke off inside the patient's lung. The tip was retrieved and the procedure was completed. There was no reported patient harm or impact due to this event.